Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for high out-of-range shock impedance. The last delivered shock by the crt-d was in 2011 and the shock impedance was optimal at that time, at 58 ohms. Technical services recommended further troubleshooting of the device system. The crt-d and right ventricular lead remain in service and no adverse patient effects were reported.